Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose ws 472 mg/dl and then 544 mg/dl. The patient was assisted with treating via insulin pump bolus. Further troubleshooting was declined. The insulin pump was not returned for analysis.